Event description:
Pt admitted in 1/04, 11 days post open cholecystectomy, choledo-choduodenostomy, and bite duct exploration, complain of abdominal pain, fever, incisional drainage. A CT guided abscess drainage was performed with a boston scientific 8 fr x 30 cm biliary urinary drainage catheter left in place in the fluid collection and attached to a collection device. Frank pus was returned immeidately. Later that evening, nursing staff noticed that the catheter was no longer draining. Kub revealed that the catheter had broken at the loop portion within the liver.